Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument used in a surgical procedure. There were no visual or functional abnormalities observed during functional analysis. There were no disengaged components and the handle was able to be actuated. The remaining tacks seated properly in the test media. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair while securing the hernia mesh to the tissue, the device failed to fire properly and did not fire a tack every time it was fired. The tacks did not hold correctly onto the tissue. The tack was retrieved from the abdomen with a lap grasper. To finish the case, they used a secure strap. There was only 10-15 minute delay in surgery. Patient has been discharged with no adverse effects.